Event description:
Boston scientific received information via their internal literature review process, regarding the assessment of two differing surgical procedures to implant left ventricular (lv) leads (trans-apical vs epicardial). Epicardial pacing lead implantation is currently the preferred surgical alternative for lv lead placement. For endocardial lv pacing, a new surgical method has been developed; trans-apical lead placement. This is a minimally invasive technique that provides access to any lv segment. A randomized study was used to compare the outcomes of patients undergoing either trans-apical endocardial or epicardial lv placement. The study involved 11 heart failure patients who underwent trans-apical lv placement and 12 patients implanted via the epicardial method; duration of follow-up 18 months. Each group reported one early post operative dislocation and one intraoperative lv lead dislocation was reported in the trans-apical group. Nine of the 11 patients in the trans-apical group responded favorably to the treatment and 8 of out the 12 patients in the second group, had similar findings. The publication concluded, suggesting that data supporting that trans-apical endocardial lv lead implantation was a feasible alternative to epicardial lv pacing and further suggested a larger study population would be needed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.